Event description:
Caller concerned with a safe-t-pro lancet not retracting and a nurse being accidentally stuck with protruding lancet. Caller states that a nurse was performing a patient using safe-t-pro lancet. Caller states that nurse punctured patient finger, dosed the strip then nurse was accidentally stuck with protruding lancet. Caller states that nurse discarded exposed lancet in a sharps container. Caller states that staff provided her with 3 unused safe-t-pro lancets. Caller did not report protruding lancets on the 3 lancets that were provided to her. Caller does not know if nurse has received medical treatment at the time of call. Caller states that she is aware of nurse reporting to employee health but she does not know status of nurse at time of call or the treatment received. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.